Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg is inoperable as it is no longer able to communicate with external devices. Surgical intervention may take place at a later date.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced. Issue has been resolved.